Manufacturer narrative:
On (B)(6) 2016, it was reported that the patient was seen in clinic on (B)(6) 2016 and the recommendations were followed with regards to non-invasive testing of the leads and an x-ray. All tests were negative. The physician decided to continue to monitor the situation frequently and not intervene at this point. Nevertheless, it was reported on (B)(6) 2016 that an x-ray was performed and showed some contact between the 2 leads. The subject device was explanted and returned for analysis. Note that atrial and ventricular leads were capped and replaced.

Event description:
Reportedly, review of the episodes recorded in device memories showed erroneous markers in both atrial and ventricular channels simultaneously. The device will be explanted on (B)(6) 2016. Preliminary analysis showed the presence of non-physiological signals in both atrial and ventricular channels in some of the episodes stored in device memories. Patient care recommendations were provided to check the functioning/integrity of the pacing system (pacemaker, leads and leads connections).

Event description:
Reportedly, review of the episodes recorded in device memories showed erroneous markers in both atrial and ventricular channels simultaneously. The device will be explanted on (B)(6) 2016. Preliminary analysis showed the presence of non-physiological signals in both atrial and ventricular channels in some of the episodes stored in device memories. Patient care recommendations were provided to check the functioning/integrity of the pacing system (pacemaker, leads and leads' connections).

Event description:
Reportedly, review of the episodes recorded in device memories showed erroneous markers in both atrial and ventricular channels simultaneously. The device will be explanted on (B)(6) 2016. Preliminary analysis showed the presence of non-physiological signals in both atrial and ventricular channels in some of the episodes stored in device memories. Patient care recommendations were provided to check the functioning/integrity of the pacing system (pacemaker, leads and leads¿ connections).

Event description:
Reportedly, review of the episodes recorded in device memories showed erroneous markers in both atrial and ventricular channels simultaneously. The device will be explanted on (B)(6) 2016. Preliminary analysis showed the presence of non-physiological signals in both atrial and ventricular channels in some of the episodes stored in device memories. Patient care recommendations were provided to check the functioning/integrity of the pacing system (pacemaker, leads and leads¿ connections).